Event description:
A report was received that the patient had bruise and experienced pain the ipg site. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.